Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was testing in settings mode when attempting to obtain a blood glucose result. The complaint was classified based on the customer care advocate (cca) limited documentation as the patient was unwilling to answer all questions. The patient was unable to recall when the alleged product issue first began. The patient was unable/unwilling to say how she manages her diabetes or if she made any change to her usual diabetes management routine in response to the alleged product issue. The patient stated that she developed symptoms of ¿sweating¿ as a result of not being able to test on the subject meter. The patient was unable/unwilling to answer if she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter was being used and the issue was resolved after educating the patient on a retest. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.